Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and motor error alarm during the basic occlusion test due to loose protruded drive support disk. However, the currents are within specifications and the motor passed motor test. No e70 alarm on alarm history screen. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was not reported. The customer was taking normal shots since he had disconnected from the insulin pump. He went through a x-ray and metal detector machine. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.